Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00119-2 / 00120-2).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Additional information: updated event description to indicate that patient underwent a left total hip arthroplasty.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to adverse reaction to metal debris.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to adverse reaction to metal debris.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00119 / 00120).